Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported resistance during advancement and balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mildly tortuous, heavily calcified 90% stenosed distal right coronary artery (rca). A 2.50 x 15 mm nc trek rx balloon dilatation catheter (bdc) was advanced to the lesion, met resistance with the lesion, crossed, and on the first inflation to 8 atmospheres the balloon ruptured. The bdc was removed from the anatomy and replaced with a non-abbott bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.